Event description:
This case was reported by a consumer and described the occurrence of almost choked in a (B)(6) female pt who receive super poligrip free denture adhesive cream (formulation number (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip free (dental). At an unk time after starting super poligrip free, the pt experienced almost choked, raw gums, distress and product complaint. This case was assessed as medically serious by gsk. Treatment with super poligrip free was discontinued. At the time of reporting, the events were resolved. Consumer reported that when the product oozed out, it almost choked her. She reported that she was in distress for awhile. The consumer also reported the product complaint of texture off, oozing and adhesive hard to remove.

Manufacturer narrative:
Super poligrip free is mfg in (B)(4). The lot number for this product is available (x10233a). It is unk if the product will be returned for quality assurance testing. (B)(4).